Event description:
The caller alleged her father's breeze2 meter did not store three of his blood glucose readings. No adverse event was alleged. The advocate was asked to return the meter for investigation. A replacement meter was sent to the customer.